Event description:
The patient's one touch ultrasmart meter was reported to lifescan in 2005 to be reading inaccurately erratic. The patient had received results such as 170, 101,112,137,108, and 118mg/dl, all performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <=20mg/dl thereby indicating a potential malfunction of the meter in terms of precision. The reporter was walked through two consecutive control solution tests and the results fell ouside the specified range.